Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed. Review of the device log indicates the batteries were installed for 2 years 9 month 5 days when the monthly battery test failed. The device is left in this red x condition for an unknown amount of time. A red x condition on the device is both visual and audible until addressed by the user. The device recognized a concern with the batteries and warned the user. The device was left for an extended period and eventually vented the batteries due to the stress put on the batteries. Unfortunately, with the condition of the device, we cannot confirm if the device was related to the depletion of the batteries (high current draw), or if the batteries themselves were defective as they were not returned. The batteries that were used at the time of the reported event were not returned to zoll (B)(4) for evaluation; however pictures were provided from zoll germany. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device smoked. Complainant indicated that there was no patient involvement in the reported malfunction.